Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead helix failed to retract. The ra lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. A complete lead was returned in one piece for analysis with helix found retracted and clean. The helix was able to extend and retract by applying torque directly at the connector pin. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.